Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve into a heavily calcified native valve, there was under expansion of the frame. The perimeter derived was noted to be 23.7 millimeter (mm). A pre balloon aortic valvuloplasty (bav) was performed with an 18 mm balloon. A non-medtronic wire was used. The cusp-overlap technique (cot) was performed and the delivery catheter system (dcs) was inserted with the flush port at 3' clock to align the commissures. The valve was then recaptured in order to perform a pre bav with a larger balloon. After the valve was recaptured when the dcs was being removed from the patient, the capsule seemed damaged at the point of the capsule flare. The valve was released from the dcs and small blood thrombus were observed inside the valve. A new valve was loaded onto a new dcs. A pre bav was again performed with a 22 mm non-medtronic balloon and the new valve was implanted successfully. A post bav with a 23 mm balloon was required due to paravalvular leak (pvl). Of note, both valve loads went well and there was no sign of a misload. No additional adverse patient effects were reported. Additional information was received which reported that the damage seen at the capsule flare of the dcs was described as a "small rift". The damage was seen while withdrawing the dcs from the patient. A procedural delay of approximately 10 minutes was reported. No misload or unusual resistance was felt while loading the valve. Upon removal, the thrombus was seen on the leaflets of the valve, while rinsing the valve after release, outside the body. Heparin was administered per the routine. The patient's act (activated clotting time) was above 250. The procedure length was approximately 70 minutes. Following the implant of the replacement valve, moderate paravalvular leak (pvl) was reported. The post bav performed using the 23 mm balloon resolved the pvl completely. No additional adverse patient effects were reported.

Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.